Event description:
The patient contacted animas on (B)(6) 2013 reporting blood glucose levels as low as 40-60 mg/dl with fogginess and clamminess and elevated blood glucose levels to the 200 mg/dl range. The patient stated that blood glucose levels were going as low as 40-60 mg/dl range with feeling foggy and clammy; the patient reported treating the low blood glucose levels with oral carbohydrate and blood glucose levels would resolve. The patient indicated that a health care provider changed the pump settings and the patient had elevated blood glucose levels after the adjustments. The patient was unable to confirm if the pump was programmed correctly as the patient reported being unsure what changes were made to the settings. The patient reported delivering correction boluses to resolve the blood glucose levels and ran a temporary increased basal rate. The patient reported having multiple health issues at the time of the blood glucose issues and also reported significant weight gain. The elevated blood glucose levels doe not meet animas criteria for an adverse event. This report is made based on the allegation that the patient experienced hypoglycemia while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.